Event description:
Consumer called to report inaccurate readings with their plink meter. Analysis run on clark error grid using mean avg. Reading (179) vs. Bd readings (22, 252, 311, 132) yielded data points in the c range of the grid, outside acceptable limits.